Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had communication issue between insulin pump and transmitter. Customer also had crack at the back of the insulin pump casing near battery compartment and lost sensor signal. Customer also had no delivery alarm. Transmitter was also not holding a charge. No harm requiring medical intervention was reported. Troubleshooting was not performed. The product will not be returned for analysis.